Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that the patient presented in the ER with a right limb occlusion. The physician performed an intervention where another manufacturer's catheter was placed above the occlusion and a clot was pulled out. A 16x20x124 endurant limb was added to reline the previous limb. The physician noted that there was narrowing at the top of the previous limb that possibly caused the occlusion. In addition, a 10x25 balloon expandable stent was placed at the proximal portion of the limb. A final angiogram was performed and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).